Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged. This was attributed to normal wear. Device was repaired and returned to the customer on (B)(4) 2013.

Event description:
Device returned for repair. During service, the technician found out that the device failed the test for cutter insertion because the tool could not be insert due to a faulty ball bearing and the tempurature was over specifications. It also stated that the device failed the test for thimble set screw and the nose tube assembly due to loose adhesive joints. This is report 1 of 1 for complaint (B)(4).